Event description:
It was reported "suspected failure to unwrap". Additional information states that the iab catheter was removed and not replaced. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The reported complaint for iab "failure to unwrap" is confirmed based on the customer photo provided with the complaint report. The photo showed a printout of a pump strip with a "high pressure" alarm. An incomplete bladder inflation can cause the high-pressure alarm. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the high-pressure alarm. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "suspected failure to unwrap". Additional information states that the iab catheter was removed and not replaced. The patient's current condition is reported as "fine".